Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. The pump was received with moisture damage at the motor assembly. They were unable to verify the history anomaly due to a blank display. They were unable to verify the intermittent button keypad due to a blank display. The pump was received with a scratched lcd window. The pump was received with a cracked belt clip slot and a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was dropped in a toilet. Customer's blood glucose was 211 mg/dl. Customer reported having a no delivery alarm. Customer was also experiencing a history anomaly with the programming after the pump was exposed to water. Customer was advised that the pump will need to be replaced.